Event description:
Device evaluation: mss reviewed pa test results for this complaint. Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint. Device evaluation was completed on 15 december 2014. The test strips involved with this complaint failed testing. The test strips were found to have results greater than (B)(6) of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by moisture. The vial failed tga testing. Lifescan received the meter involved with this complaint. The complaint was not reproduced. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio iq meter was reading inaccurately high when compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. It is unknown when the alleged product issue began. The patient reported obtaining a blood glucose reading of ¿17 mmol/l¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of humalog but did not provide details of the dose administered. The patient did not report developing any symptoms at the time of the alleged inaccurate reading. The csr was unable to troubleshoot with the patient. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusions: the product did not cause or contribute to an adverse event. The patient did not develop any symptoms and did not administer inappropriate self-treatment based on the blood glucose meter result. In addition there is no evidence that the subject meter malfunctioned.

Manufacturer narrative:
Followup#1 01/14/2015 - correction.evaluation codes missed form initial report